Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have a failure. The unit was tested on an in-house system where it passed in normal mode but failed to recognize instruments when installed. The unit was also tested on a testing platform and failed carriage switches test for carriage magnet. The reported problem was confirmed via logs and showed error 25750 which was replicated on the system while performing testing. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that they had issues with the universal surgical manipulator (usm) 2. The customer stated they had problems with the instrument engaging on the usm. The tse verified error 282 in logs for rfid issues. The customer stated the issue is ongoing. Prior to contacting the tse, the customer had moved usm 2 back to continue with usm 1, 3, and 4. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, confirmed the issue and replaced the usm. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.